Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 37761 desktop charger (s/n (B)(6)) revealed bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was suddenly unresponsive and the screen was blank. The caller was not with the equipment, so they did not know if the recharger was beeping. The caller mentioned that their brother (the patient's other son) noticed the issue when they were getting ready to charge the patient's implant. The caller stated that the recharger display would intermittently indicate that the recharger was taking a charge, but then the screen would go blank, and then it remained blank. Before calling patient services, the caller stated that they went online and found an unspecified article that talked about a recall for the model 37751 recharger because of "all the issues" the manufacturer had with it. Again, the caller did not have any more information to provide regarding the recall they read about. The caller indicated that the same article had instructions on how to reset the recharger, so they reset it by removing the access cover and holding down the reset button. However, the recharger remained unresponsive. The caller also mentioned that their brother examined the desktop charger (dtc) and ac power supply; the caller confirmed that their brother could see the power indicator light on the ac power supply was lit green, and no damage was found to the dtc connector pin or dtc cord. The issue was not resolved. An email was sent to the repair department to replace the recharger. The patient rep called back to say that replacement insr worked to charge up patient's ins, however the new insr didn't resolve issue of insr not charging properly from dtc. New insr doesn't take charge from dtc.